Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted the tip was intact and undamaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead passed electrical testing and the lead tip has no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this left ventricular lead had dislodged resulting in a poor lead position, resulting in a loss of functionality. The lead was surgically abandoned a replaced due to the issue. No adverse patient effects other than the additional procedure were reported.

Event description:
Boston scientific received information that this lead was explanted and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.